Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open - locked) was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. All available information was investigated, and a conclusive cause for unintended movement could not be determined in this complaint.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open while locked it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, after establishing final arm angle (efaa), the clip would open while locked and not stay closed. Therefore, efaa was repeated, but the clip would continuously open while locked again. The cds was removed with the clip attached and the procedure continued with a new clip. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.